Event description:
It was reported that the pump could not be charged using the tandem-provided wall adapter and usb cable. There was no reported impact to the customer's blood glucose level. The customer was able to successfully charge the pump using a secondary usb cable and wall adapter.